Manufacturer narrative:
The nalu system was in place and in use for more than a year prior to the MRI check and there were no reports of any issue with the nalu system for this patient. There are no reports of any external trauma and imaging showed no obvious cause for the impedance readings.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022. Re-programming session in (B)(6) 2023 indicated the system was functioning as expected with no issues, during a pre-MRI impedance check, multiple issues were noted on both leads. Troubleshooting was unable to resolve the issues. Imaging showed no obvious cause for the impedance readings. A surgical revision was performed on (B)(6) 2024 to replace the implanted components. The components were damaged during the procedure and thus the cause of the impedance issues is unable to be fully determined.